Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 07/02/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported: staff nurse was re sheathing needle after drawing up vaccine, needle went through the cap and puntured her finger. (Clean needle) needle used was sol-care safety needle. Nurse wasted vaccine. Uncertain how needle puntured through cap as nurse has never seen this before. Type of incident/problem: malfunction - during or after use level of harm: no apparent harm.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct "report type" provided in the initial MDR 3014312726-2024-00270. The previously reported report type is adverse event and product problem was incorrect. The correct report type is product problem only.